Event description:
A triple lumen catheter would not perform continuous bladder irrigation with several tries. The catheter was left in for urine drainage. The catheter is used for continuous bladder irrigation. It is a three port catheter: one for the balloon, one to allow fluid to install and one to allow drainage. The irrigation fluid would not run in. The operative note conveys the following: "a 22 three-way foley catheter was placed indwelling, but continuous irrigation could not be accomplished despite various efforts. This was removed, and utilizing a catheter guide again, a 24 foley 3-way catheter was placed, a kendall polyethylene brand. Again, this could not be irrigated with continuous bladder irrigation. Ultimately the urine was clear enough that we abandoned the continuous bladder irrigation and left the catheter in place."